Event description:
A malfunction alarm was reported due to an altitude issue, with the pump declaring an altitude alarm 21. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer¿s insulin delivery was suspended temporarily, and technical support instructed the customer to remove obstructions and clean the speaker holes. The customer was further advised to remove and reconnect the cartridge, which resolved the issue without recurrence of the alarm.